Event description:
A malfunction on the pump was reported by the customer with the notable malfunction code displayed as malf 9. This issue caused the customer's blood glucose to exceed a safe level, displaying "high," but the specific value was unknown. To address the elevated blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support (cts) provided instructions on resetting the pump, which was successful as the malfunction did not recur. The customer acknowledged the guidance and was advised to call back if the issue reappears, allowing them to continue using the pump.